Event description:
Respected sir/madam, I am writing to bring to your urgent attention a serious incident involving the edwards aortic pericardial bioprosthetic valve implanted in mr. (B)(6) (uid (B)(6), age 32). Initial avr (aortic valve replacement) surgery: performed at (B)(6) hospital, (B)(6), india, on (B)(6) 2025. Onset of symptoms: patient started experiencing fever from (B)(6) 2025, initially mild, progressing without clear warning of the potential risk to the valve. Diagnosis: on (B)(6) 2025, severe infective endocarditis was confirmed with 2 cm vegetation growth on the bioprosthetic valve, caused by streptococcus capitis. Redo surgery: a redo avr was required to save the patient's life. A photograph of the explanted damaged valve is enclosed, clearly showing large vegetative growth leading to valve failure. After thoroughly reviewing edwards lifesciences' official website and product literature, we have observed: infection risk is only mentioned in general terms, with no clear warning that even low grade fever requires immediate medical attention to prevent rapid valve destruction. There is no patient facing guidance highlighting that slight infections or early symptoms could be life? Threatening for bioprosthetic valve recipients. This lack of explicit risk communication directly contributed to delayed medical response and the need for redo surgery. Given the emotional, physical, and financial impact of this event, and the manufacturer's negligence in risk communication, we hereby demand compensation equivalent to the full medical expenses, including: hospitalization and surgery costs for the redo avr post? Hospital care and treatment expenses we also request: a formal investigation of this case. A detailed response explaining why such critical aftercare instructions are not highlighted in your literature or website. Steps edwards will take to improve risk communication to prevent similar incidents for future patients. We look forward to your urgent and positive response to resolve this matter.